Event description:
Essure implanted in (B)(6) 2012. Within a month had nausea and several headaches, fatigue. Continued had sleep problems, gi problems, weight gain, and bloated belly. Had hysto (B)(6) "2016". Coil had protruded thru.